Event description:
It was reported the customer exposed their insulin pump to moisture. Customer stated they had gone snorkeling and forgot to take off their insulin pump. Customer stated there was fluid under their lcd display. The customer did not drop their insulin pump. The customer's blood glucose was unknown. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly, corroded keypad traces and corroded motor home switch. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.